Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, two (2) viper screws broke about 2 cm below the screw head. They had to be replaced during a revision surgery. No further information provided. This report is for one (1) viper system polyaxial fully threaded screw 5.5 8 x 80mm. This is report 1 of 2 for (B)(4).

Event description:
Device report from synthese reports an event in switzerland as follows: it was reported that on an unknown date, two (2) viper screws broke about 2 cm below the screw head. The patient required revision surgery to have the screws removed. The original date of implantation is unknown. No further information provided. This report is for one (1) viper system polyaxial fully threaded screw 5.5 8 x 80mm. This is report 1 of 2 for (B)(4).